Event description:
The customer stated that her blood glucose levels were dropping quickly because she accidentally performed the manual prime while being connected to the infusion set. The paramedics were called and the customer was treated. No blood glucose reading was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.